Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump sometimes had to press buttons twice sometime the act button. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump had reject new battery fairly and frequently, also insulin did not hear was they had to place it to ear to make sure that it was rewinding, no delivery alerts becoming more frequent, when changing of the reservoirs had to push the act button to make sure it was working c correctly and it will show no delivery. The insulin pump will not be returned for analysis.